Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke off in the femoral head during a right hip fracture repair (proximal femur) on (B)(6) 2017. The fragments were retrieved. There was a surgical delay of five to ten (5-10) minutes. This is report 1 of 1 for (B)(4).